Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2,500 mcg/ml at 476.3 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient had increased spasticity and pain. No environmental/external/patient factors may have led or contributed to the issue. Interrogated pump and read logs. No unusual alerts were found. Actions/interventions taken to resolve the issue included oral baclofen. The issue had not resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 230 lbs and medical history of spinal cord injury and depression. No surgical intervention was planned or occurred. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the increased spasticity and pain was partially determined. The rep stated that a dye study was attempted on (B)(6) 2024. The catheter did not aspirate successfully indicating a potential problem with catheter. The event did not resolve. The patient was referred for a catheter revision, but it had not been scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# hg3l03k09 implanted: (B)(6)2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 16-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.